Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of nozzle was clogged and angles were insufficient was not confirmed. The evaluation uncovered defects in the air/water nozzle and angle wires were stretched. The nozzle was clogged with foreign material. It was not possible to identify when the foreign material has been attached to the nozzle. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the nozzle was clogged with foreign material on the evis lucera elite colonovideoscope. The facility finished the case with the same device. It was not delayed more than 15 minutes. During the inspection of the returned device, nozzle was clogged and angulation was reduced. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the device has not been repaired within the past year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. However, it was surmised that the nozzle was clogged with foreign matter such as gauze/foreign matter derived from peripheral devices /body fluids/adhered substance of the chemicals used because the reprocess after the previous case was inappropriate. In general, the customer is required to check the function of all devices used and have a replacement readily available prior to a procedure. The IFU (instructions for use manual) states inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the air-feeding function, inspection of the objective lens cleaning function. As preventative measure, the IFU states the following: according to the following IFU, the user may be able to reduce / prevent the occurrence of the event. Reprocessing manual: precleaning the endoscope and accessories preparation: immediately after the patient procedure, with the endoscope still connected to the equipment used in the patient procedure . Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Clean the external surface: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all its external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 19-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.